Event description:
The manufacturer was contacted in reference to a customer requesting information on shipping back a rental device due to a patient passing and not needing it anymore. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This complaint has been reported on the manufacturer ref# pr (B)(4) and manufacturer report number MFR 2518422-2024-100187. This record is a duplicate; therefore, all further reporting will be done on the manufacturer ref# (B)(4) and manufacturer report number MFR 2518422-2024-100086, and the reporting on this complaint will be closed.